Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative inspected the imaging system on-site. It was found that the system will not shoot 2d or 3d images. Observed error 25 when trying to shoot. Checked and found abnormal voltages on charger side and battery side of j7. The charger boards and batteries were replaced, and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that at the end of a procedure, the imaging system was unable to acquire anteroposterior (ap) or lateral 2d images. The procedure was completed successfully despite this malfunction, and the patient was not impacted. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
This was a pediatric scoliosis surgery. T4-l3 posterior instrumented.

Manufacturer narrative:
The suspect charger was returned to the manufacturer for evaluation. Visual inspection found that electrical overstress occurred on one of the channels. An electrical evaluation was not performed due to the condition of the charger. The second suspect charger was returned to the manufacturer for evaluation. The charger was found to have no voltage being output on one channel. Indicating that an open occured on the board.